Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) counts. As well, there was undefined superior vena cava (svc) impedance. The lead is still in use. No patient complications have been reported as a result of this event.